Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, and h6. The device was returned to olympus for inspection, and the customer's complaint of burnt distal end was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the distal end was burnt seriously; it may have occurred if a high-energy endo therapy accessory (radiofrequency or laser probe) was used without a sufficient distance from the scope distal end. However, despite repeated requests, the field service engineer (fse) did not receive any information on the use of the high-energy endo therapy accessory by the user, so it is not possible to make a determination. Olympus presumes that the b30 scope communication error message was reported after replacing the scope connector. The fault still appeared; olympus speculated that the cause was the electronic components at the distal end of the scope, such as the charge-coupled device unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the distal end of the bronchovideoscope was burnt. The issue occurred during an unspecified therapeutic procedure that was then, cancelled. The patient was not under anesthesia and there was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.